Event description:
The devices were implanted in 2006. On april 22, 2006, post-op x-ray showed the locking screws appeared to be broken at the plate/screw shaft interface. The devices were revised in 2006.